Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. N/a was selected for \ as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device compared to an hcp meter. A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan result and was unable to self-treat and subsequently experience a loss of consciousness at 8:30 pm on (B)(6) 2023, and provided glucose by a non-hcp. Customer was in contact with a healthcare professional and received an injection of glucose and intravenously glucose for a diagnosis of hypoglycemia. Additional blood glucose tests obtained after treatment from a hcp meter on (B)(6) 2023 were as followed; "0.54 am: 295 mg/dl 4.58 am: 248 mg/dl 6.41 am: 226 mg/dl and 11.10 am: 283 mg/dl". No further information was provided. There was no report of death or permanent injury associated with this event.